Manufacturer narrative:
The device was returned to olympus for evaluation and repaired. The evaluation confirmed the user report. The video connector latch was worn out and also caused loss of image when the pigtail was wiggled. The video connector was replaced. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
It was reported the video port of the evis exera iii video system center was broken and could not hold the attachment. No patient harm or impact was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. As a result of the physical inspection and functional testing of the device, olympus found damage to the video connector that was likely caused by user error by either a very forceful or improper attempt at removing the video cable. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: 3.1 precautions for installation and connection. Never apply excessive force to connectors. This could damage the connectors.

Event description:
Received an email from biomed tech nico certa on (B)(6) 2021. The issue occurred before a procedure. No other devices were involved or replaced during the event. The same device was not used to complete the procedure. Email is attached in the initiation page. Spoke with biomed tech nico certa on (B)(6) 2021. According to nico, the event date is unknown. He confirmed that there was no medical intervention or patient injury associated with this event. It is unknown if there was a delay in the procedure. There is no additional information available regarding this event. All information has been reported.